Event description:
It was reported to philips that the device was not powering on. The device was not in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system showed error when coupling on with injector. So fse adjusted the connector of plug which connect the injector. After configuration of connection of injector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.